Event description:
It was reported that the ilet touchscreen was cracked after the user likely bumped the device or dropped it, and although the display still illuminated, the user could not unlock the screen; the issue pertains to a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen on the device, aligning with a device component failure of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.